Event description:
An 8 fr sheath included in the kit. When the doctor removed the introducer from the sheath the top of the sheath along with the seals separated from the catheter causing the sheath to allow blood to flow out at the aorta (ao) pressure. The physician manually stopped the blood flow until the wire could be re-advanced and sheath could be removed and replaced. No injury to the patient was noted.